Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed in the lab due to a lack of a sample. The lot number is unknown, therefore, a batch review was not performed. The sample was not received for evaluation; therefore, the root cause could not be determined. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted (B)(4) regarding assistance with ending therapy while using the homechoice (hc) during therapy. The patient stated that she had air in the patient line and that she needed to setup with new supplies. (B)(4) assisted the patient with ending therapy on the hc and stayed on the line until she got the cassette out of the door. The patient had already disconnected herself. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.